Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient went home after the primary knee surgery. While at home, the knee felt loose and the femur translated anteriorly, dislocating the knee. When the doctor analyzed the patient, it was observed that all of the implants are still in place and have not dislocated. The surgeon decided to revise the femur to a revision femur and revise the insert with a sc insert. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in showing signs of instability and dislocation due to a compromised mcl. The surgeon decided to remove all implants and to implant a hinge knee. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 october 2022: lot 1903713: (B)(4) items manufactured and released on 11-sept-2019. Expiration date: 2024-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components involved: gmk-revision 02.07.1205l fixed tibial tray cemented size 5 l (k090988) lot. 2119245: (B)(4) items manufactured and released on 04-may-2022. Expiration date: 2027-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Gmk-revision 02.07.0517scf fixed tibial insert sc size 5/17mm (k103170) lot. 176796: (B)(4) items manufactured and released on 07-dec-2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.